Event description:
It was reported that the pacing lead impedance rapidly increased to high, and out of range. The lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.